Event description:
The sensor was inserted into the abdomen on (B)(6) 2024.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, the sensor was inserted into the arm on (B)(6) 2024. H2 correction.

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the sensor detached on (B)(6) 2024. On (B)(6) 2024, the patient reported going to the emergency room for evaluation as she was experiencing ¿soreness on her abdomen¿. The patient underwent an unspecified surgery to have the retained sensor wire removed. There was no report of any medication being provided to the patient. The surgery was successful, and the sensor wire was removed. The patient was in good condition at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).